Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a pull ring cap on the drain line. This issue was observed by the patient before use, and the product was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample and 12 (twelve) retention samples were received for evaluation. Visual inspection of the actual sample performed with the naked eye, found that the drain line cap was not present. The reported issue was verified. The cause was determined to be a manufacturing issue. Visual inspection of the 12 retention samples was performed; the tubing and cassettes were in good condition with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.